Event description:
It was reported the procedure was being performed in the sicu. When the tray was opened the lidocaine ampule was shattered in the kit and there was no medication present. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.